Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's driveline infection could not be conclusively determined through this evaluation. Additionally, review of the submitted log files revealed low flow alarms; however, a specific cause for these events could not be conclusively determined. The submitted log files collectively contained events from (B)(6)2020 through (B)(6)2020 and captured several intermittent low flow alarms. No other notable events or alarms were observed, and the pump appeared to function as intended throughout the duration of the file. The patient remained ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), until (B)(6) 2023 when the patient ultimately received heart transplant as reported under MFR # 2916596-2023-02656. The pump was not returned for evaluation. The heartmate ii lvas IFU, rev. C, and the heartmate ii lvas patient handbook, rev. C, are currently available. Section 1 of the IFU, "introduction", lists infection (local, driveline, and pump pocket) as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This section also provides an explanation of all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 6 of the IFU, "patient care and management", lists infection as a potential late postimplant complication. Additionally, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event an infection occurs. Section 6, under "pump performance monitoring", explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with each condition. The patient handbook further instructs the user to call their hospital contact immediately, in the event of a low flow hazard alarm, for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The onset of the patient's driveline infection are reported under MFR # 2916596-2023-03252. Related driveline infection events: MFR # 2916596-2023-03044, MFR # 2916596-2023-02984. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that they were admitted for chronic methicillin-susceptible staphylococcus aureus (mssa) driveline infection. A computed tomography (CT) of the patient's abdomen and pelvis was performed on (B)(6)2020 which revealed a small amount of increased subcutaneous density and stranding adjacent to the superficial portion of the driveline. No surgical intervention was performed. The patient was placed on 500 mg of keflex (cephalexin) twice daily. Technical services reviewed the log file, which captured low flow alarms which appeared to be a patient-related issue.